Event description:
Customer reported a cartridge change error. There was no reported adverse impact to the customer's blood glucose level. Pump was not returned because it was out of warranty, and no additional information about corrective actions or outcomes was provided.